Manufacturer narrative:
Additional information: patient weight provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the cart 9733560xom fusion em system (serial #: (B)(4)) found insufficient information, as it passed the work order. Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. Product event summary #fusion unable to register. Other relevant device(s) are: rt. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that they were using a coronal scan and the patient tracker was appearing on the left side of the patient head in the model. They couldn't pass the tracer and aborted navigation. Less than an hour of delay and no impact to patient reported.